Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: while doing pacemaker changeout the physician noted indentations in the insulation of the lead. A lead repair kit was used around the lead. Device based testing showed no changes in lead measurements. Lead remains implanted.